Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported a manufacturer representative (rep) went into the recovery room after implant to check if it was working and the device worked like a charm on their right leg. The patient stated they came back a week later to the healthcareprovider¿s office and they spent an hour trying to get it to work on the left side. The patient stated they needed it to work on the left side. The patient was still working with a rep to get it to cover the left side. The patient wants the nerve pain in their left leg covered and wants to be off pain medication, but they can¿t be off medication if he device can¿t cover the pain. No further complications were reported. Additional information was received from the patient. It was reported that the healthcare provider (hcp) surgically went in to revise the electrodes near the end of (B)(6) 2017. This was done in an effort to capture the target left leg pain. The patient said this was not successful and this did not resolve the issue. No further complications were reported.